Event description:
It was reported that during a ptca treatment procedure involving a calcified and 100% stenotic lesion in the proximal to apical portion of a tortuous lad coronary artery, the quantum maverick monorail balloon was suspected to have ruptured at 10 atmospheres on the initial inflation when contrast medium was noted to have leaked from the balloon. It is noted that a trans-radial approach was used in this procedure. The quantum maverick monorail balloon was removed and replaced with another catheter to successfully complete the procedure. The patient was asymptomatic during this event. A miracle guidewire (size unknown) and a britetip guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Patient status is reported as 'good'.